Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with corroded battery tube, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery eroded in her pump and top broke off. Customer stated that reservoir able to lock in place when insert into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.